Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A caregiver received unspecified sensor scan results in comparison to unspecified readings from a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The caregiver provided the customer several times with oral glucose to counteract and reduced the customer's insulin medication. There were no symptoms reported, but the customer was then admitted to a hospital intensive care unit (ICU). In the ICU, a healthcare professional compared the customer's blood glucose readings within 10 minutes in laboratory and determined hyperglycemia. The laboratory blood glucose reading was approximately 1,000 mg/dl, compared to adc sensor scan of 68 mg/dl. When the results were plotted on a parkes error grid, fell into the "out of range" zone showing the difference in values to be clinically significant. The length of sensor wear was unknown. The provided third-party treatment was unknown as the caregiver did not want to provide further information. The customer themselves is not able to tell further information due to the customer's second illness and care grade. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.